Event description:
D&g jaw broke off instrument during a laparoscopic procedure. The broken piece of d&g was removed from the patient by surgeon and the instrument was removed from the field and tagged for repair. Patient remained free from injury.